Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a failed battery test alarm. Customer also reported a blank display when a new battery was inserted. The customer reported the blank display and failed battery test alarm was recurring on the insulin pump. Customer also reported an absence of a low battery alarm after day three with battery. The customer requested a replacement insulin pump. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Off no power alarm functions properly. No blank display noted. No damage was found on the lcd isolation tape noted. No unexpected failed battery alarm or low battery alarm noted. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.